Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During the initial implantation of the impella device, cardiopulmonary resuscitation (CPR) resulted in the device being displaced into the aorta. The initial impella was explanted and replaced with a new impella cp. Survival outcome at explant noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.